Event description:
Ous MDR - this atrial lead was found to be dislodged and was revised. There were no adverse patient side effects reported. The lead remains implanted.

Manufacturer narrative:
The medical device is not available for analysis, therefore, the device itself could not be investigated.